Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that five days after placement, the catheter was found broken and dislodged from the patient's body. There was no patient injury reported and no pieces remaining in the patient's body. The patient was not in delirium and no medication was required.

Manufacturer narrative:
Received 1 silicone catheter. The reported issue was confirmed; however the cause is unknown. Per visual inspection, the catheter was broken, and had an irregular cut. Per dimensional evaluation the catheter was found within specification, there were no manufacturing deficiencies noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that five days after placement, the catheter was found broken and dislodged from the patient's body. There was no patient injury reported and no pieces remaining in the patient's body. The patient was not in delirium and no medication was required.